Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. No adverse patient effects were noted. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported on (B)(6), 2011, that this right atrial lead was surgically abandoned (capped) due to high threshold measurements (the measurements were not provided to the customer). No adverse patient effects were noted. The lead was actively implanted for approximately 15 years.